Manufacturer narrative:
(B)(4). Additional information: the user interface module software version is 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump where "the ac icon is not illuminated when plugged into mains power." It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). The facility representative reported a colleague infusion pump with "the ac icon is not illuminated when plugged into mains power." The reported condition was caused by blown "slow burn fuses." The fuses were replaced to correct this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.